Event description:
It was reported, that signal loss over one hour occurred. It was indicated, the patient started their transmitter past the "use by date", which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).